Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician ran the continuous quality improvement (cqi) data on pump modules and saw "module status changed" events. It was noted that none of these events were associated with reported patient incidents but rather identified by looking at the cqi data. The customer suspects that there were some sort of "channel error" and would like to know for certain in order to determine the next steps. Although requested, the information on patient involvement was not known.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, g0600101 - alarm, audible. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the clinician ran the continuous quality improvement (cqi) data on pump modules and saw "module status changed" events. It was noted that none of these events were associated with reported patient incidents but rather identified by looking at the cqi data. The customer suspects that there were some sort of "channel error" and would like to know for certain in order to determine the next steps. Although requested, the information on patient involvement was not known.

Event description:
It was reported that the clinician ran the continuous quality improvement (cqi) data on pump modules and saw "module status changed" events. It was noted that none of these events were associated with reported patient incidents but rather identified by looking at the cqi data. The customer suspects that there were some sort of "channel error" and would like to know for certain in order to determine the next steps. Although requested, the information on patient involvement was not known.